Manufacturer narrative:
The device was received not deployed. Contamination was found on the commutator cap on/around the lines of contact between the rotational sensor spring and commutator cap. This contamination caused rotational abnormalities, resulting in first prime ending earlier than expected after 22 pulses. Consequently, the firing flat was not lined up with the release bar at the end of second prime, preventing deployment of the needle mechanism.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates that a needle mechanism failure occurred. The pod was worn less than an hour.